Event description:
It was reported that the patient underwent back surgery using rhbmp-2/acs. Reportedly, the patient developed "overgrown bone, experi enced significant pain" and "other serious injuries. Spine cervical c3 and c5."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007 the patient was preoperatively diagnosed with c5-6 pseudoarthrosis and underwent the following procedures: c5-6 redo acdf (anterior cervical discectomy and fusion) and c3-6 removal of hardware. The patient tolerated the procedure well without any intraoperative complications.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.